Event description:
It was reported that after successfully completing a da vinci-assisted myomectomy surgical procedure, inspection observed possible damage on the conductor wire of the fenestrated bipolar forceps instrument. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the instrument was inspected prior to use. No issue related to the instrument functionality during the procedure experienced. The issue is pertaining to a damage on the conductor wire insulation and the internal wires were exposed, no thermal damage.

Manufacturer narrative:
An RMA has been issued requesting to have the isi device returned; however, isi has not received the RMA to confirm/identify the failure mode. A follow-up MDR will be submitted post failure analysis evaluation or if additional information is received. A review of the submitted image was performed. The image shows the instrument conductor wire with obvious damage.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. Inspection found that the conductor wire insulation was damaged at the yaw pulley. Visual inspection found the internal wire to be exposed. The instrument grips were manually manipulated, the instrument passed the electrical continuity test on all attempts. There were no signs of thermal damage.